Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered where the bag connection during step 9 of treatment complete. The patient stated there was moisture going down to the clamp. Upon follow up, the patient confirmed a fluid leak was discovered from the supply bag connection to the tubing after treatment was completed in step 9. While was closing the clamps in step 9, the patient discovered the clamp and tubing was wet. The leak was confirmed to be coming from the connection. The connection was confirmed to be secure, therefore, the cause of the leak was unknown. The patient could not confirm if the bag or the tubing was defective to cause the leak. No fluid came in contact with the cycler. The patient confirmed the cycler set and bag are available for return to the manufacturer for physical evaluation. The patient completed treatment on the day of the reported event. The patient stated that they went into the clinic and was prescribed prophylactic antibiotics, one day intraperitoneal on (B)(6) 2022. The type and dosage of the antibiotics was unknown. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered where the bag connection during step 9 of treatment complete. The patient stated there was moisture going down to the clamp. Upon follow up, the patient confirmed a fluid leak was discovered from the supply bag connection to the tubing after treatment was completed in step 9. While was closing the clamps in step 9, the patient discovered the clamp and tubing was wet. The leak was confirmed to be coming from the connection. The connection was confirmed to be secure, therefore, the cause of the leak was unknown. The patient could not confirm if the bag or the tubing was defective to cause the leak. No fluid came in contact with the cycler. The patient confirmed the cycler set and bag are available for return to the manufacturer for physical evaluation. The patient completed treatment on the day of the reported event. The patient stated that they went into the clinic and was prescribed prophylactic antibiotics, one day intraperitoneal on 03/04/2022. The type and dosage of the antibiotics was unknown. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The actual sample was visually inspected and was found that the white connector is missing. No solvent was observed in the tubing. The cause was established to be as a result of a failure during manufacturing. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed and the cause was traced to a component failure. The returned sample was scrapped after evaluation.

Manufacturer narrative:
Correction: a4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered where the bag connection during step 9 of treatment complete. The patient stated there was moisture going down to the clamp. Upon follow up, the patient confirmed a fluid leak was discovered from the supply bag connection to the tubing after treatment was completed in step 9. While was closing the clamps in step 9, the patient discovered the clamp and tubing was wet. The leak was confirmed to be coming from the connection. The connection was confirmed to be secure, therefore, the cause of the leak was unknown. The patient could not confirm if the bag or the tubing was defective to cause the leak. No fluid came in contact with the cycler. The patient confirmed the cycler set and bag are available for return to the manufacturer for physical evaluation. The patient completed treatment on the day of the reported event. The patient stated that they went into the clinic and was prescribed prophylactic antibiotics, one day intraperitoneal on 03/04/2022. The type and dosage of the antibiotics was unknown. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered where the bag connection during step 9 of treatment complete. The patient stated there was moisture going down to the clamp. Upon follow up, the patient confirmed a fluid leak was discovered from the supply bag connection to the tubing after treatment was completed in step 9. While was closing the clamps in step 9, the patient discovered the clamp and tubing was wet. The leak was confirmed to be coming from the connection. The connection was confirmed to be secure, therefore, the cause of the leak was unknown. The patient could not confirm if the bag or the tubing was defective to cause the leak. No fluid came in contact with the cycler. The patient confirmed the cycler set and bag are available for return to the manufacturer for physical evaluation. The patient completed treatment on the day of the reported event. The patient stated that they went into the clinic and was prescribed prophylactic antibiotics, one day intraperitoneal on 03/04/2022. The type and dosage of the antibiotics was unknown. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event.

Manufacturer narrative:
Correction: d9, h3.